Manufacturer narrative:
Unit received with broken battery tube threads. Unit received with no all button response due to flattened button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform self test and displacement test due to no button response.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Broken piece where the battery cap screws in on the pump case. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.